Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the hex of the implant was stripped during placement. The surgery was completed using another device.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified that the external hex and platform was stripped/damaged. Additionally, the external threads were slightly damaged possibly during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the devices. Functional testing was not performed due to the nature of the devices and event. Patient had (moderate density) type ii bone. The reported device was being placed on tooth # 7 when the incident occurred. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the hex of the implant was stripped during placement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.